Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 12x3.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x16mm promus element plus was advanced for post dilatation. However, during deployment, a distal dissection was noted.